Event description:
The pt had the device placed in 1997. During percutaneous removal in 1999, the physician used a guidewire (not recommended by the MFR). The internal bumper detached from the tube and remained in the pt's stomach. The bumper was retrieved endoscopically with a "dormia bag" or basket. The removal was complicated, as the pt had an esophageal tumor. There was no illness, injury or medical intervention resulting from the event.